Event description:
On (B)(6) 2012, the patient contacted animas and stated that the keypad buttons were unresponsive. The pump reportedly emitted a "low battery" warning after and not prior to the patient going swimming. The patient stated that when she tried to replace the battery, the keypad buttons were not responding to button presses. The patient reportedly wore the pump in a pocket and used wipes to clean the pump . There was no reported adverse event associated with this complaint. This complaint is being reported due to the alleged keypad issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation follow-up #1 submitted (B)(6) 2012. The pump was returned and was evaluated by product analysis on (B)(6) 2012 with the following findings: the pump returned with visible moisture in the display lens. Unable to download black box data and pump history due to moisture ingress. Testing was unable to test keypad functions. The keypad is fully intact, no damage or lifting was observed . The pump does not power on, no audible or vibratory sounds. Removed pump cover; moisture was present in pump. Removed keypad; no contamination was found under the key contacts.